Event description:
It was reported that a surgeon was using an eyeonics crystalens with mtc-60cfp cartridge and the lens tore during loading due to the cartridge. No pt contact.

Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search adn there were four similar complaints found. Conclusions: based on the complaint history and work order search a specific root cause of the event could not be determined at this time.